Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure (no image, communication error), cause not established (white residue in the air water channel) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibits no image, (e216) scope communication error code, white residue in air water tube and clogged auxiliary water flow. There was no patient involvement.